Manufacturer narrative:
The catheter model 8703 (j94137471) was returned and analysis found a non-conformance, specified as a hole on the catheter body segment . Discoloration around the hole indicates the hole has most likely been present for a significant amount of time while implanted, and also there was compressed area and break seen on the catheter body in the same location. The neu_unknown_catheter was returned and analysis found a non-significant indent down in the cup of the sc connector. The eval code-results: are related to the neu_unknown_catheter catheter. The eval code-results: are related to the catheter model 8703 (j94137471).

Manufacturer narrative:
Product ID 8590-41, lot# j94137352, implanted: 1994 (B)(6); product type accessory product ID 8703, lot# j94137471, implanted: 1994 (B)(6); explanted: 2015 (B)(6); product type catheter product ID, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that a patient had a confirmed flipped pump. The patient had pain at an unknown location. A catheter study was attempted but the managing healthcare professional (hcp) was unable to aspirate. An initial x-ray taken during the procedure revealed the pump was flipped. The hcp manually flipped the pump right side up. Per the manufacturer¿s representative, the pump flipped as a result of broken sutures at the suture loop locations, and the inability to aspirate the catheter was indirectly related to the pump being flipped. It was believed that the catheter became ¿wound like a telephone cord¿ as a result of the pump flipping so often. A catheter revision was being planned but no date has been set. The patient was alive with no injury at the time of the report but was still not receiving effective therapy. The pump was used to infuse dilaudid and bupivacaine. No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-41, lot# j94137352, implanted: (B)(6)1994, product type accessory. Product ID: 8703 lot# j94137471, implanted: (B)(6)1994, product type catheter. (B4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had started experiencing difficulties with the catheter around (B)(6) 2015 and had been experiencing increased pain. A catheter revision and pump replacement took place (B)(6) 2015. During the procedure instructions for a modified bridge bolus were requested, and there had been no particular procedural issue related to it. The nonfunctioning catheter was returned to the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.